Manufacturer narrative:
The technician replaced all four brake casters and the steer pedal gas spring to repair the stretcher.

Event description:
Info received indicates during a preventive maintenance check, the technician found the brake and steer casters were not holding in brake.